Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator noted that the controller power cable was worn, and green fluid was coming out. The controller was exchanged by the vad coordinator.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a worn power cable and fluid ingress was confirmed. The returned system controller, (B)(6) had a small hole on the black cable jacket approximately one inch from the strain relief. The cable was stripped, and the controller was opened to inspect further. More fluid ingress was noted in the controller housing and all inside the stripped cable. There was no damage to the underlying wires. The controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. The ingress and damage did not affect the functionality of the controller. A root cause for the reported events cannot be conclusively determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pcx-10908 was shipped to the customer on 07sep2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing this event.